Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged ar-1927bcf-45, batch 15374184, was received for investigation. Visual inspection noted that the device's anchor was broken in half, and only a portion was returned. Functional testing was not performed due to damage to the device. The most likely cause of the reported failure can be attributed to misuse, such as misaligned insertion or prying/leveraging the screw during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, its anchor broke during insertion. This was detected during a lateral collateral ligament repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.